Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned as there was no harm to the pt by this problem and the shut has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to released criteria. There has been one similar complaint reported in the lot number. No further info is expected. (B)(4).

Event description:
A surgeon reported that four days following a glaucoma device implantation, the shunt was noted to be touching the iris. The pt also experienced postoperative hypotony following the implant procedure. The shunt remains implanted in the eye. No further info is expected.